Manufacturer narrative:
This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was returned to the biomedical department with an unsigned note that stated, "pump allowed air to pass this area which is mechanism and it didn't alarm." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delay of critical therapies when the device was in clinical use. Though requested, no additional information was provided.